Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right femoral artery, above the bifurcation via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.5mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the device per the IFU. After the device deployment, the device was removed from the patient at which time arterial flow was noted at the access site and the sealant was expelled from the site. The patient was converted to a manual compression for 20 minutes and a d-stat bandage was applied to the patient. The patient was hospitalized for unspecified and unrelated reason to the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1228404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the most likely root cause of the reported event was the sealant expulsion.